Event description:
It was reported that on (B)(6) 2021, a 30 mm amplatzer cribriform occluder was chosen for procedure. During procedure, the device was deployed but the left disc would not flatten after multiple attempts. The device was recaptured prior to detachment from the delivery cable. Another 30 mm amplatzer cribriform occluder was successfully implanted to resolve this event with no further issues. It was noted that there was no interaction with atrial structures during deployment, and there was no angulation or kink noticed in the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The reported event of "the left disc would not flatten after multiple attempts" could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.